Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis with blood glucose was 624 mg/dl on (B)(6) 2019. Customer was treated with insulin manual injection. Customer had symptoms such as nausea and vomiting. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.